Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl to 389 mg/dl. Customer stated that the insulin pump was rewind more than once before working, reservoir compartment was cracked, buttons were harder to push and got stuck in place. Customer also stated that they had trouble in hearing alarms. The insulin pump will not be returned for analysis.